Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown liner was reported. The event was confirmed via medical review. Method & results: -device evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "this inquiry reports two events. A primary total hip replacement performed on (B)(6), 2021 and had to be revised for recurrent dislocation on (B)(6), 2021 [(this pi)]. It also reports that another revision was necessary on (B)(6), 2021 also due to recurrent dislocation I can confirm that these events took place since I was able to review the operation reports. Regarding the possible root cause of this event, I cannot determine it with certainty. Early recurrent dislocation is one of the most common reasons for revision and is multifactorial but most often relates to surgical technique." -product history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusions: it was reported that the patient was revised due to recurrent dislocations. This event was confirmed by clinician review. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
The clinical team provided an operative report and intra-operative record for a revision of the patient's right hip due to recurrent dislocations. A neutral insert and +2.5 ceramic head were revised to an elevated rim insert and 36 +7.5 ceramic head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The clinical team provided an operative report and intra-operative record for a revision of the patient's right hip due to recurrent dislocations. A neutral insert and +2.5 ceramic head were revised to an elevated rim insert and 36 +7.5 ceramic head.